Event description:
I was wearing a freestyle libre 3 plus to monitor my glucose levels. It was active for approximately 8 hours when it stopped working. An error message appeared indicating it self diagnosed a problem and shutdown for safety. The normal lifespan of this device is 15 days. This has occurred on a number of times for this model over the past few months. In addition, while wearing other similar devices, I was constantly getting extremely low false glucose readings.